Manufacturer narrative:
The investigation of low pump flow, positioning issues, and thrombus has been completed. The impella device was not returned for evaluation. Low pump flow: data logs were investigated and there 2 incidents of low flows at p4 and p5 with "impella in aorta" alarms. Since clinical said that the position alarms are not true and repositioning the pump did not help get better flows, the root cause of the low pump flow issue was not determined. Positioning issue: data logs were returned and numerous "impella in aorta" alarms were observed. No other supporting information was provided. Therefore, the root cause of the positioning issue was not determined since product was not returned and insufficient clinical information was provided. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined. Saturated flows: failure mode has been added as it was found during investigation. Clinical states that there was a clot noted at inlet. Data logs were investigated. On (B)(6) 2025 around 11am, at p4, the low flows turned to saturated flows with active ¿impella in aorta¿ alarms. The flow gradually reduced and rose again to saturated flows from 4pm to 6am, (B)(6) 2025. A motor current spike corresponding to the ¿impella in aorta¿ alarms observed followed by saturated flows. Placement signal was seen trending upwards during the saturated flows. Therefore, the root cause of the saturated flow issue was most likely biomaterial since data logs confirmed a motor current spike followed by saturated flows.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Optical signal issue: clinical states that there were false "impella in aorta" alarms. Pump was not returned for investigation. Data logs were investigated and " impella in aorta" alarms were confirmed along with low flows. The 5s parameter were all in specification. Placement signal was seen to be slightly drifting up after the motor current spike. Rt logs relative to failure event were not available. Without the return product the failure cannot be further investigated. Therefore, the root cause of the optical signal issue was not determined since product was not returned, clinical information was insufficient and data logs were inconclusive. Low pump flow: clinical states that there was false impella in aorta alarms and pump was manipulated without improvement in flows. Pump was not returned for investigation. Data logs were investigated and there 2 incidents of low flows at p4 and p5 with "impella in aorta" alarms. Since clinical said that the position alarms are not true and repositioning the pump did not help get better flows, the root cause of the low pump flow issue was not determined. Positioning issue: clinical states that the pump had false "impella in aorta" alarms. Cxr showed redundant slack in aorta prior to repositioning. Pump was not returned for investigation. Data logs were returned and numerous "impella in aorta" alarms were observed. No other supporting information was provided. Therefore, the root cause of the positioning issue was not determined since product was not returned and insufficient clinical information was provided. Thrombus: thrombus can be observed in the body or on the pump upon explant. When making a determination as to the cause of the thrombus, the following clinical information must be considered: patient's medical history, including any previous thrombotic events or conditions. Description of the location and characteristics of the thrombus (e.g., size, shape, consistency). Relevant laboratory test results, such as coagulation profiles and platelet counts. Imaging studies, including ultrasound, CT scans, or angiography, to assess the extent and location of the thrombus. Any underlying medical conditions or risk factors that may contribute to thrombus formation (e.g., atrial fibrillation, hypercoagulable states). Medications or treatments that the patient was receiving at the time of thrombus formation. Surgical or procedural details if applicable (e.g, cardiac catheterization). Any symptoms or clinical manifestations associated with the thrombus (e.g., pain, swelling, ischemic events). Presence of any other indwelling cannulae, lines, or devices such as ECMO, dialysis catheters, swan gantz catheters, central lines, etc. Response to any previous anticoagulation or thrombolytic therapies, if applicable. With a returned impella, the device could be inspected for any burrs or rough edges that may promote thrombus growth. To determine the true root cause of the thrombus, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the thrombus was not determined. Saturated flows: failure mode has been added as it was found during investigation. Clinical states that there was a clot noted at inlet. Pump was not returned for investigation. Data logs were investigated. On (B)(6) 2025, around 11am, at p4, the low flows turned to saturated flows with active ¿impella in aorta¿ alarms. The flow gradually reduced and rose again to saturated flows from 4pm to 6am, on (B)(6) 2025. A motor current spike corresponding to the ¿impella in aorta¿ alarms observed followed by saturated flows. Placement signal was seen trending upwards during the saturated flows. Therefore, the root cause of the saturated flow issue was most likely biomaterial since data logs confirmed a motor current spike followed by saturated flows. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Added code 4251 and 4310 which are the investigation results for the optical signal issue.

Event description:
Us complainant reported that the device exhibited an optical signal issue.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp device for approximately 26 hours before being implanted with an impella 5.5 device for escalation in mechanical circulatory support (mcs). The next day after start of the impella 5.5 mcs, continual issues with ¿in aorta¿ alarm throughout night was noted despite proper placement on echocardiogram. The impella 5.5 pump was manipulated without improvement in flows. Chest x-ray showed redundant slack in aorta prior to repositioning. A repeat chest x-ray was planned with repositioning of the device if required. The following day, however, the impella 5.5 device was weaned to performance level p-0 and the device was explanted without an issue. After removal a clot was noted in the inlet. The pocket was closed; jackson-pratt drain remained in place. The site was dressed, and the patient reportedly remained hemodynamically stable and returned to the unit with plans to extubate.